Manufacturer narrative:
The device was evaluated by zoll (B)(4) on march 1, 2016. Visual inspection found the patient restraint wires missing and back cover plate was found cracked. The damage found resulted from physical damage during handling. The lcd displayed an out of service error message on the lcd screen and no back light was visible. Thus confirming the reported event. Upon opening the platform, the inside screws were missing consistent with physical damage in handling the platform. Blood was noticed inside the platform casing. The customer refused to have the device repaired. The cause for the error message could not be determined. Service depot.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during preparation of the autopulse platform (s/n (B)(4)) a "system error" was displayed during idle state (prior to being used on a patient). No additional information was provided.